Event description:
Reporting status: serious injury-permanent damage. Reporting rationale: stent dislodgement requiring surgical intervention (CABG). Device issue: stent dislodgement. It was reported that the devices, which were being used to treat a lesion located in the mid rca, could not cross a stent which was placed to treat a lesion in the proximal rca. The lesion located in the mid rca was not identified until after the proximal rca had been treated. The devices reportedly got caught inside another company's stent and the vision got sheared off inside that stent. The patient was sent to surgery where a bypass of the proximal rca was performed. The vision stent was left in place inside the other company's stent. No patient effects were reported. No additional event or patient info is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis of the stent delivery system (sds) was returned with blood visible on the balloon. There was no contrast visible the sds. The stent implanted was not returned. The balloon was loosely folded. There were crimp marks noted on the he balloon and between markers. There was a kink on the soft tip, 1.7mm proximal to the end of the tip. The distal end of the soft tip was stretched and flared, .5 proximal to the end of the tip. The distal end of the soft tip was jagged. There was no other damage noted to the sds. The protective sheath was not returned. Product performance engineering reviewed the incident information and analysis of the returned devices. It was reported that both an otw voyager coronary dilatation catheter (cdc) and an otw vision stent delivery system (sds) got caught in the rca inside a previously implanted non-abbott stent during an attempt to cross. The voyager was removed without intervention; however, the otw vision stent implant dislodged inside the non-abbott stent, where it remains and the patient was sent to surgery to bypass the rca. It should be noted that in the "stent placement - precautions" section of the instructions for use (IFU), it states "when treating multiple lesions, the distal lesion should be initially stented, followed by stenting of the proximal lesion. Stenting in this order obviates the need to the proximal stent in placement of the distal stent and reduces the chances for dislodging the proximal stent." The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient desease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. The heavily calcified nature of the lesion and the fact that the devices were attempting to cross a previously implanted stent likely contributed to the difficulties. This does not appear to be related to a product quality issue. Analysis of the otw vision sds confirmed the dislodgement, as the stent implant was not returned. However, crimp marks were visible on balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. All testing for the lot in question met stent movement criteria, which would indicate the unit had an adequate crimp. The lot history records were reviewed and there were no non-conformances issued for this lot that were related to the reported dislodged stent. The release testing data was also reviewed. Samples from this lot all passed testing for stent placement, crimped stent outer diameter, and stent movement, indicating the units had an adequate crimp. Additionally, there have been no similar incidents reported for this part and lot number combination. There is indication of a mfg quality issue. Analysis of the returned otw vision also noted that the soft tip was kinked, stretched, flared, and jagged. There was no report of any damage to the tip, but likely resulted from the attempts to cross the lesion and interaction with the previously implanted stent. This damage does not appear to be related to or to have contributed to the stent dislodgement. In this case, the reported device issue appears to be related to the circumstances of the procedure and not a product quality issue. A review of the finished device lot history record did not reveal non-conforming material reports associated with this lot that could have contributed to this complaint. This MDR is considered closed by the product performance group.